Manufacturer narrative:
Additional information was provided. Post-procedure, CT imaging demonstrated a small sah on the contralateral side of the treatment site, although the reason for the sah was unclear. No treatment was required and the patient was reported to be doing well and is neurologically intact.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis and procedural images were not provided; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that treatment was performed for an ophthalmic aneurysm in a calcified vessel. Upon deployment, the proximal end of the fred was not completely apposed to the vessel wall. There was no flow limitation. Integrilin was administered to the patient. The proximal fred was completely opened with a balloon. There was no sequela. The patient is currently reported to be neurologically intact and doing good.